Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. E1: last name unknown / not provided. G4: additional PMA/510(k) number k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #30 was removed due to peri-implantitis. Patient was referred by dds due to bone loss around implant. Significant bone loss on distal aspect, recommend debridement. Debrided implant and placed bone and membrane. 3 mo post op debridement, patient states no mobility or discomfort. Now swelling or infection. 4mm probing depth on distal. Bone loss still present with no improvement. Recommend removal. Removed implant. Copious amounts of granulation tissue debrided and placed graft. Bone graft healed well. Plan: another implant. Patient has not yet returned